Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoirs leak. Customer stated that he will seek legal action. Customer wants the reservoir issue resolved. Customer stated that the reservoirs are loose when trying to lock them shut. Several attempts must be made before the reservoirs lock in place. Insulin leaks when the reservoir is not locked properly. Nothing further reported.